Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. This event was not previously reported to us, and limited information was available. The facility, initial reporter, and device information was not reported on the medwatch form. Additional information has been requested with regards to the source of the report, should it become available a supplemental report will be submitted.

Event description:
Medtronic received information from a medwatch form mw5069003 that the axium coil malfunctioned during the procedure. The malfunction resulted in serious injury and the patient was treated endovascularly.